Manufacturer narrative:
.

Event description:
It was reported the end user's body was discovered by a family member approximately 1.5 days after she expired. At the time of the discovery, the family member noted the concentrator was on and alarming. The end user's death was reported as sudden and unexpected and the family has alleged the death was the result of a malfunction with the concentrator . No further information is available at this time.